Event description:
It was reported that the left ventricular (lv) lead had failure to capture and was turned off. The lv lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2010; 6947 lead, implanted: (B)(6) 2010. (B)(4).